Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, pacing inhibition and loss of capture on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. It was suspected that the source of the clinical observations was due to an issue with the rv lead somewhere in the pocket; although, visual inspection could not confirm this. Visual inspection of the device was unremarkable for any anomalies. No additional adverse patient effects were reported.